Event description:
It was reported that during a liver resection procedure, there was an incomplete staple line. Intra-op bleeding occurred but no medical intervention was required.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis. (B)(4).